Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the atrial lead was showing low impedance paces. In addition to an impedance decrease, the lead also had high impedance. Communication with the physician was recommended. The lead remains in use. No patient complications have been reported as a result of this event.